Event description:
The reporter stated the surgeon inserted a +17.5 diopter cc4204a collamer aspheric single piece lens and the plunger broke as the lens was advancing in the eye. The lens was removed with no patient injury. Another lens was implanted. The facility was unable to provide any additional information. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. The product for this complaint - foam tip plunger - was not returned for evaluation. However, the lens was returned and visual inspection found the lens optic torn and a piece of one haptic torn off and missing. The lens was returned in liquid. Claim # (B)(4). The foam tip plunger was not returned.